Event description:
The surgeon had performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) and the restoris multicompartmental knee system (mck) on (B)(6) 2013. The patient's knee became infected and the surgeon performed an incision and drainage (I&d) procedure and exchanged the tibial insert for a new one. The implants looked to be well-aligned and balanced on the x-rays, and the surgeon was satisfied with the clinical assessment of the knee intraoperatively.

Manufacturer narrative:
An eval of the event has been performed at mako surgical. Investigation of the implant's surface did not show signs of advanced wear. Polishing and some slight pitting was seen along the line of articulation with the femoral component. Peer-reviewed articles in the literature suggest that polyethylene wear rarely leads to infection. The root cause of the patient's infection is unk. However, the surgeon stated that the patient is an avid bike rider and was very aggressive in his recovery. An I& d procedure followed by a swap of the tibial insert is considered routine and common to treat an infection. The patient is expected to make a complete recovery.